Event description:
It was reported that the system had a cord that had an open connection preventing the system from powering on. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.